Event description:
Caller reported a malfunction on the pump. No details were provided regarding the impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, which resolved the issue, and recommended the customer to call back if the malfunction code recurred. The customer understood the instructions and continued to use the pump without any further issues.